Manufacturer narrative:
The autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during shift check the autopulse displayed "system error, out of service, revert to manual CPR" error message upon powering on. No patient involvement was reported.